Event description:
It was reported that this implantable device delivered a notification due to out of range sensing. This device remains in service. No adverse patient effects were reported. Attempts to obtain additional information regarding the model/serial number and patient information have occurred without success. At this time no further information is available. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.